Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: (B)(4) e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. Investigation summary the complaint device is not being returned, therefore unavailable for a physical evaluation. Since the complaint device was not returned, we cannot determine a root cause for the reported failure. If additional information or the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 1 of 2 for (B)(4) . It was reported by the sales rep in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2024, it was observed that an expres sew iii ac+ gun device and a expres sew iii needle device were difficult to use together. According to the report, the silicone part on the needle moved easily that the nurse could not set it up properly; and that it took a long time to install. The surgery was completed successfully without any surgical delay. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.